Manufacturer narrative:
Investigation: study ID: cts-5074 investigation is in process. A follow up report will be provided.

Event description:
An adverse event was reported related to a clinical study on white blood cell depletion (wbcd) that used a spectra optia device. Platelet reduction was reported in the patient. The patient was infused with concentrated platelets. Patient outcome is unknown at this time. Patient age, weight, and sex are not available at this time. The disposable set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, b.5, b.6, e.1, h6 & h10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable history search of the lot number found one other report for platelet depletion (from the same clinical trial at suzhou university). Additional rdf analysis: due to the nature of wbcd collections, some platelet loss and rbc loss is expected. The system operated as intended and the procedure was run within standard operating limits. The operator made no changes to the default packing factor and there were no excessive pump pauses during the run. No signs of aggregation were observed in the aim images; the collection preference (cp) was set to the default of 75 and the operator made several adjustments ranging from 65-78 throughout the procedure. The replacement fluid type was albumin/saline and the final fluid balance was 100%. Terumo bct does not recommend a replacement fluid type for wbcd procedures. Per the optia operator's manual, the appropriate replacement fluid type and replace volume to adequately support the patient is prescribed by the physician. During a wbc depletion procedure, the packing factor causes the white blood cells (wbcs) to separate from the red blood cells (rbcs) in the centrifuge and a thick buffy coat may form, while the platelets are suspended in the plasma. However, given the overlap of specific gravities of the various cell types, there is some mixing of the cells within the cellular layers during centrifugation. The cp) may be set anywhere between 10 and 90 (the default for wbcd is 75), and is an indication of the concentration of cells in the collect port. This is a fine control to set the depth at which the cells are collected from within the buffy coat layer. This also affects the hct in the collect line and in the final collection. A higher collection preference means the system is collecting a lower concentration of cells flowing through the collect port and a lower product hct. A lower collection preference means the system is collecting a higher concentration of cells flowing through the collect port and a higher product hct. The run data file indicates the operator was monitoring the contents of the collect line and adjusting the cp in an attempt to achieve the desired hct. The collect pump flow rate is calculated based on the entered wbc count and inlet pump flow rate. This is intended to efficiently remove the high number of wbc. If the operator increases this number from the default value, it will increase the product volume and may increase platelet loss and rbc loss. If the operator decreases the collect flow rate, it could decrease the efficiency of the procedure. After 4 min into the procedure, there was an increase to the collect pump flow rate as a direct result of the inlet flow rate being increased by the operator from 43.6 ml/min to 55 ml/min; this change increased the collect flow rate from the default value of 10.26 ml/min up to 12.3 ml/min for the next 124 min. At 158 minutes elapsed run time, the operator decreased the collect flow rate to 7 ml/min then decreased it again to 4.7 ml/min. The procedure was terminated soon after the last adjustment. These changes likely influenced cells collected in the product bag. The patient's pre-procedure platelet count was 104 x 10e9/l and the post-procedure platelet count was 38 x 10e9/l, which is a 63% decrease. The customer provided laboratory results on the wbc waste products. A total of 3 bags were used. A specific gravity of 1.047 g/ml was used to estimate the product volume in each bag. The tests were performed in duplicate using a 0.1 dilution. The results are as follows: product weight (g) product volume (ml) bag 1: 920.7, 879; bag 2: 421.7, 403; bag 3: 700.1, 669. The total of wbc count in the three waste bags = (920.7 ml x 47.6 x 10^6/ml) + (421.7 ml x 59.5 x 10^6/ml) + (700.1 ml x 57.2 x 10^6/ml) = 4.38e10 + 2.51e10 + 4.00e10 = 10.89 x 10e10 = (10.9 x 10e10) x 10 = 10.9 x 10e11 the total platelet count in the three waste bags = (920.7ml x 5x10^6/ml) + (421.7 ml x 4x10^6/ml) + (700.1 ml x 6x10^6/ml) = 4.60e9 + 1.69e9 + 4.20e9 = 10.49 x 10e9 = (10.49 x 10e9)x 10 = 105 x 10e9 the patient's total platelet count prior to the procedure = 4724 ml tbv x 104e6/ml platelets = 491 x 10e9 therefore, the % of platelet removal was determined to be 21%. (105x10e9/491x10e9 x 100%)= 21% the average hematocrit value in all three waste bags was 0.04 (4%). Investigation is in process. A follow up report will be provided.

Event description:
The subject outcome was listed as unknown.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in e.1 and e.3. Investigation: per internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: a definitive root cause for the platelet depletion could not be determined. Based on the run data file analysis and collection data provided by the customer, the possible causes include but are not limited to: running at a higher than optimal collection preference setting, resulting in a product with a higher platelet count and low hematocrit. Running at a higher than optimal collect flow rate, leading to more product collected and, therefore, a greater platelet loss. Patient's adverse pathological condition.

Manufacturer narrative:
Investigation: there were three waste bags, and each had cbc run twice: first time bag (wbc count) (rbc count) (hgb) (hct) (plt count) (*10e9/l) (*10e12/l) (g/l) (l/l) (*10e9/l) 1 47.30 0.02 1 0 2 2 61.14 0.05 3 0.007 5 3 56.49 0.05 3 0.008 5 second time bag (wbc count) (rbc count) (hgb) (hct) (plt count) (*10e9/l) (*10e12/l) (g/l) (l/l) (*10e9/l) 1 47.94 0.02 1 0 5 2 57.82 0.05 4 0.007 4 3 57.82 0.04 4 0.007 6 investigation is in process. A follow up report will be provided.

Event description:
Patient gender and weight were obtained from the run data files.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. A conclusive root cause for the platelet loss reported for this procedure could not be identified in the rdf. The dlog and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). The operator made no changes to the default packing factor or collect pump flow rate, and there were no excessive pump pauses during the run. No signs of aggregation were observed in the aim images. The cp varied from 65-78 for throughout the procedure. The cp is the main value used to optimize the collection. For wbcd procedures, the system defaults to a cp of 75 but it can be set anywhere between 10 and 90. This should be changed during the run to meet the unique conditions of each patient and the desired outcome for the removed volume. Typically, the higher the wbc counts a lower collection preference needs to be used. If the patient has lower counts, a higher collection preference can be used. It is also possible that the patient disease state and blood physiology influenced the decreased patient count. Investigation is in process. A follow up report will be provided.